Event description:
Information was received indicating that a smiths medical medfusion pump had a "check syringe plunger sensor" error and a plunger error. There was no reported adverse event.

Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical medfusion pump was returned for analysis with a broken ear clip. Event log history was performed and indicated that plunger not in place alarm was recorded in history. During analysis, the reported issue was able to be duplicated. It was noted that the broken ear clip piece and bent plunger tube were the causes of the reported issue. Service replaced the ear clip and plunger tube to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.